Event description:
It was reported to boston scientific that while using a hydrothermablator procedure set during an hta procedure, the physician had a hard time getting a cervical seal. He noticed leaking prior to the fluid loss alarm. The physician stopped the procedure and went into cool down. The physician tried to re-establish the seal, however fluid kept coming out. The sheath was removed and replaced with another. A one-inch vaginal burn (degree unknown) was noted and treated with silvadene cream.

Manufacturer narrative:
The device was not returned for evaluation, therefore no conclusions could be drawn regarding the root cause for this complaint.

Manufacturer narrative:
Adverse event and product problem should be adverse event: was malfunction should be serious injury.